Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of perforation and hypotension are listed in the hi-torque turntrac guide wire instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience alpine stent referenced is filed under a separate manufacturing report number.

Event description:
It was reported that this was a percutaneous intervention treating the right coronary artery and the left circumflex (lcx) coronary artery, moderately calcified lesion. The ht turntrac guide wire was advanced to the lcx without reported issue and pre-dilatation was performed. Two xience alpine stents were implanted in the proximal lcx (2.75x33mm and 3.0x12mm xience alpine stents). Following, a perforation was noted at the distal end of the 2.75x33 xience alpine stent. A 2.5x12mm xience alpine stent was implanted as treatment for the perforation. Per imaging, there was no pericardial effusion seen following. The patient's condition, however, had worsened as evident by a drop in blood pressure, chest pain, and shortness of breath. Following a second evaluation, a pericardial effusion was confirmed. A pericardial puncture was performed, removing 500ml of blood and the perforation was covered using a non abbott stent. Medications were possibly provided in addition. Per physician, it is assumed that the ht turntrac caused the perforation. The patient is in stable condition. No additional information was provided regarding this issue.